Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It is reported that a customer was hospitalized for high blood glucose. The patient's blood glucose at the time of the call was 209 mg/dl. The customer was informed that there could be many reasons for high blood glucose. The customer stated that they had issues with the reservoir. The customer was advised to contact their health care provider first and to call back when she feels better to trouble shoot. No further information was provided.